Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was removed and replaced with another aus. The reason for the replacement was not provided.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was removed and replaced with another aus. The reason for the replacement was not provided. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.